Manufacturer narrative:
(B)(4) customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during total hip arthroplasty procedure, the drill bit broke while drilling. Broken piece remained in patient as it was not retrievable. No additional information available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. UDI: (B)(4). Complaint sample was evaluated and the reported event was confirmed. As returned, most of the cutting feature is fractured and missing. Damage is seen in a small portion of the remaining cutting flutes indicating repeated use. The diameter of the shank and material hardness are conforming to print specifications. Sem analysis confirmed the failure mode as bending overload. The material analysis showed it was consistent with material specifications. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.